Event description:
It was reported that the patient's right knee was revised due to subluxation of the patella. Surgeon decided to implant an externally rotated tibial baseplate due to the patient's gait. The tibial baseplate and insert were revised. Rep confirmed there are no allegations against the revised insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.